Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per field service representative (fsr), there was also a "service gas system" error message on the central control monitor (ccm). The hose connections were checked and no gas leaks were heard.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was unable to be calibrated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) verified the reported complaint. He tested the electronic patient gas system (epgs) and found the internal flowmeter was defective and caused calibration to fail. The service repair technician (srt) replaced the internal flowmeter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the reference to recall 1828100-04/08/19-002-c on the previous submission as this complaint was not found to be related. Per suppliers evaluation, upon receipt the device was not communicating or operable. Examination of the printed circuit board (pcb) reveals a damaged inductor that failed open. No damage or source of failure was apparent. When replaced, unit returned to perfect working order. As found flow data within tolerance at all points. Inductor rated for 200 ma, so either power fluctuation or some internal grounding likely the cause (internal short does not appear to be the cause as the unit has worked for many hours after replacing inductor without inducing another failure). The sensor was opened and no loose wire bonds were found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.